Manufacturer narrative:
The pump was received with a frozen screen at number 3 and a constant audio alarm due to a problem isolated to the mother board. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery tests due to the frozen screens. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer also reported that the buttons were not responding. The customer's blood glucose was 164 mg/dl at the time of incident. The customer stated that the display frozen at the number 3 during the start-up process. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.